Manufacturer narrative:
Concomitant medical products: 5076 lead, 4298 lead, implanted: (B)(6) 2015. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) defibrillation coil was variable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an "alert sounded" for indication of high impedance. It was determined the lead impedance was stable which was followed by several sudden high ¿jumps.¿ the patient is being monitored at this time and the lead remains in use. Additional information was received reporting the impedance is now higher and the plan is to replace the lead. No patient complications have been reported as a result of this event.